Event description:
(B)(4).

Manufacturer narrative:
The report is being submitted under exemption (B)(4) by the manufacturer arjo (B)(4) on behalf of the importer (B)(4). Additional information will be provided upon completion of the manufacturer's investigation.